Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) triggered on (B)(6) 2015. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had elective replacement indicator (eri) due to high battery impedance. The ipg is still use and has a planned replacement. No patient complications have been reported as a result of this event.